Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the nurse regarding the system error 2240 alarm and the nurse stated the patient was doing fine and continuing therapy without any issues. The complaint was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem through (B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding unknown alarms that appeared on the home choice (hc). (B)(4) reviewed the alarm log; a system error (se) 2240 was identified. (B)(4) advised the hp to let the nurse (rn) know about the system error 2240 as this is an indication air entered the set up. (B)(4) reviewed proper procedures per the user manual. On (B)(6) 2011 the technical service representative (tsr) contacted the rn and advised of the patient report. The rn confirmed she/he would follow up with the hp. There was no patient injury or medical intervention reported.